Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, reporting that her onetouch verioflex meter displayed apply sample messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she began getting apply sample messages about 2 weeks prior to contacting lfs. The patient manages her diabetes with a combination of novolog and lantus insulin (no adjustments). She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that at 3 pm on (B)(6) 2018, she developed symptoms of ¿a shaky stomach and knees getting weak¿. She reported that a few minutes after 3 pm on (B)(6) 2018, she ate food to relieve her symptoms. She denied using any other device to check her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The patient confirmed that she had used correct test strips, but she described in correct testing steps; she applied blood to the top of the strip . The cca was unable to walk the patient through a retest as she did not have testing supplies and the alleged issue remained unresolved. Education was provided on the correct testing procedure and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining apply sample messages on the meter.